Event description:
The customer contacted philips healthcare to report that the speaker was "defective" and making a buzzing noise. There was no report of pt involvement.

Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted upon completion of the investigation.